Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis of the catheter found tears and coring in the cup of the sutureless connector that resulted in a leak.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [500 mcg/ml] at a rate of 25 mcg/day via intrathecal drug delivery pump. The indication for use of the pump was a stroke and intractable spasticity. It was reported that the pump was explanted because the patient no longer wanted it. As of (B)(6) 2015, there was no patient injury. No further information (such as adverse events or product problems) was provided as to why the patient wanted the pump explanted. Further follow-up was requested to obtain additional information.